Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the device run in the locked position, had low power and the hose was damaged (excluding rapture). It was further determined that the device failed pretests for hose verification, safety assessment and rotational speed assessment. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device run in the locked position, had low power and the hose was damaged (excluding rapture). The device also failed pretests for hose verification, safety assessment and rotational speed assessment. The assignable root cause was determined to be due to wear from normal use and servicing. UDI: (B)(4).